Manufacturer narrative:
Investigation: one 3ml syringe with blunt fill needle attached was received in a biohazard bag. It was visually evaluated. The syringe had the plunger drawn to 1-1/2 ml marking and was empty with fluid droplets and residue observed throughout the fluid path. The insides of the bag were wet, presumably with the medication that leaked out of the syringe. The barrel had a ½¿ crack between 1 and 1-1/2 ml markings extending along the barrel wall lengthwise. There was damage to the barrel near the base of the crack ¿ an indentation in the wall. The scale markings were not affected in that area. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel is due to the damage to the barrel wall which cracked the barrel. Based on the sample provided, it is unclear whether the damage occurred during the assembly or during the product¿s manipulation. The defect could not be confirmed to have originated at the manufacturing plant.

Event description:
Material no: 305060; batch no: 9140867. It was reported that during use of the bd luer-lok¿ blunt fill needle when drawing up medication, a crack in the syringe was noticed. The following information was provided by the initial reporter: whilst drawing up IV, she noted the side of syringe appeared wet. Closer inspection revealed a crack in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305060 ,batch no: 9140867. It was reported that during use of the bd luer-lok¿ blunt fill needle when drawing up medication, a crack in the syringe was noticed. The following information was provided by the initial reporter: whilst drawing up IV, she noted the side of syringe appeared wet. Closer inspection revealed a crack in the syringe.